Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was generated for an out of range shock impedance measurement of 133 ohms. Review of the stored trended data showed varying shock impedance measurements over the past year ranging from 77 ohms to 136 ohms. The shock impedance limits appear to have been changed to 20 ohms to 150 ohms. Presenting electrogram shows appropriate function. The system remains in service and no adverse patient effects were reported.